Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) appeared to be depleting faster than expected. The monitoring voltage had been 2.83v in (B)(6) 2009 but was now 2.62v. The charge time was 9 seconds.

Manufacturer narrative:
Technical services discussed that this device was not included in any advisories, and recommended continuing to monitor the battery voltage with regular follow ups. No adverse patient effects were reported. The device remains in service. This report will be updated if additional information is received.